Event description:
Bardex urinary catheter placed by ed physician. As pt was being discharged from the ed, approx 10 - 15 minutes after insertion; the pt felt a pop and the catheter came out. Pt was admitted to hospital and urologist consulted. Upon inspection, it appeared that a small piece of the catheter balloon was missing. Pt had cystoscopy performed on (B)(6) 2017 for procedure performed: cystoscopy; removal of foreign body; placement of suprapubic catheter. The small piece of latex was removed and sent to pathology. The pathology report: clinical info preop diagnosis: acute urinary retention. Gross description "latex from catheter balloon": received in a labeled container is an ovoid portion of thin, opaque, plate tan plastic that has faint, ribbed surface on one aspect and a smooth surface on the opposite aspect. It is 0.8 x 0.5 x less than 0.1 cm. The pt was discharged home on (B)(6) 2017 with suprapubic catheter in place.